Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate hv therapy for supraventricular tachycardia. High, out of range hv lead impedance was measured during therapy. Oversensing of noise was also noted. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The reported impedance anomaly and inappropriate therapy were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported inappropriate therapy and impedance anomaly was a lead anomaly.